Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a ventilator's sound abatement foam. The patient has alleged coughing, respiratory viral problem, and difficulty breathing/short of breath. There was no report of serious patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer prviously received information alleging an issue related to a ventilator's sound abatement foam. The patient has alleged to coughing, respiratory viral problem, and difficulty breathing/short of breath. There was no report of serious patient harm or injury. The device was returned to the product investigation laboratory for further evaluation. The device was evaluated. The internal and external aspect of the device was inspected. The manufacturer found faults or errors contained within the test results and logs support mt-2,3, and mt-5 sensor contamination. The manufacturer confirms the results of the automated mtfs showing senso board sensor failures due to contamination. All other contamination found inside the device appears to be from the patients' environment: dirt, dust, hair, particles throughout air/flow path, and inside the transition tubing. The manufacturer cannot confirm evidence of foam degeneration or foam contamination. The device powered on and airflow was confirmed. The device's downloaded logs were reviewed by the manufacturer. There were 193 errors found. The manufacturer concludes that they could not confirm the customer's allegation and there was no visible foam degradation.